Event description:
Icc staff paged because PICC line snapped while providing pt care. Tourniquet applied. After dressing removed, portion of catheter that was in vein was identified. Tourniquet removed and remaining portion of PICC removed intact.